Manufacturer narrative:
Customer reported that a pyxis anesthesia es system displayed error "unable to dispense medication" in the middle of a procedure. The nature of the procedure was not disclosed. Customer stated that the required medication, fentanyl was removed from another station. Customer reported a delay to access medication; the length of the delay was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and did not identify any errors. The affected user unsuccessfully attempted to reverify their credentials using the biometric scanner on (B)(6) 2023 at 12:33. A different user successfully reverified their credentials shortly after, using account password. Affected user successfully logged in to the device afterwards at 12:38. The technical support specialist noted that the device's drawers remained accessible and remove transactions were successfully occurring. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system displayed error "unable to dispense medication" in the middle of a procedure. The nature of the procedure was not disclosed. Customer stated that the required medication, fentanyl was removed from another station. Customer reported a delay to access medication; the length of the delay was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, d1, d4, d5, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-mar-2021 to 15-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue occurred as the user failed to reverify bioid. A technical support specialist assessed the device and was unable to replicate the reported behavior. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia es system displayed error "unable to dispense medication" in the middle of a procedure. The nature of the procedure was not disclosed. Customer stated that the required medication, fentanyl was removed from another station. Customer reported a delay to access medication; the length of the delay was not disclosed. Patient or user harm was not reported.